Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the pump has been received with multiple pump error alarms like post-reset ram crc alarm, history pointers failed. The history pointers are corrupted, trace pointers are invalid and during self-test the power supply test failed during self-test appeared. The blood glucose level was unknown at the time of incident. Customer advised to replace the pump and return to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The test energizer battery was removed from the battery compartment and reinserted after seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. No unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error or trace pointers are invalid alarms were noted. Device passed the displacement test and active current measurement, however, power supply test failed during self-test alarm during self test with high sleep current measurement due to moisture damage found on the electronic assembly.